Event description:
It was reported that, while in use on a patient an 840 ventilator had a compressor inoperative. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se found the compressor circuit breaker open and reset the compressor circuit breaker. The se performed extended self-testing on the device and all tests passed.